Manufacturer narrative:
The device was returned, and the evaluation found no picture due to corrosion and lock failure on the video connector socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited poor contact causing no image. The issue occurred while connecting the camera and light source device. The procedure was completed by re-poking the camera several times or twisting the camera connection part to connect. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform correction of section h6 in the initial MDR report submitted- h6s- (investigation findings and investigation conclusion) is (updated/corrected from no device problem found to deformation problem/mechanical problem) and from no problem detected to cause traced to component failure).